Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a bilateral exchange of textured breast implants due to the patient¿s concern with the product and bilateral capsular contracture baker grade IV. Device was explanted. This record is for the left side.